Manufacturer narrative:
Initial.

Event description:
It was reported that the user switched from a dexcom g7 sensor to a freestyle libre 3 plus sensor and received ilet pump dosing stopped alarms after initially pairing the libre 3 plus sensor to the libre app instead of the ilet app; troubleshooting guided the user to start a new sensor within the ilet system and complete the required warmup period, and backup therapy was suggested while dosing was stopped. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem and an interoperability problem consistent with improper or incorrect setup, with no specific device component implicated. It was concluded that no device problem was found. Based on previously established findings for similar reports, the cause was traced to user actions.